Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012 she underwent essure confirmation test- result: bilateral occlusion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("breakage / expulsion: expulsion"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("menorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for breakage / expulsion: expulsion. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received - events ¿ ¿expulsion, abdominal pain, menorrhagia (heavy menstrual bleeding) and menorrhagia (bleeding b/w periods)¿, lawyer added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.